Manufacturer narrative:
Integra has completed their internal investigation on 30 september, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the coating is damaged on distal part of the tube and seems burnt. A thorough observation of the area with a microscope show coating burning. No material or manufacturing defect has been found on the wire. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the melting of the coating could have been provoked by a too high use voltage on the monopolar generator, which led to the overheating of the hook. The IFU nt060 stipulates that "the maximal assigned output voltage that can be applied to a monopolar high-frequency electrosurgical accessory is 1355 vrms [1958 vpeak] except for special indications etched on the instrument and/or on a specific insert."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during use in coagulation mode, the coating of the tip of the instrument melt and fell on tissues of the patient. The melt parts were removed but they are not sure if everything was removed. The surgery was delayed due to the product problem for an unknown length of time. Additional information was requested.